Manufacturer narrative:
(B)(4). The complaint device was received. Results are pending completion of evaluation. A follow up report will be submitted upon completion of investigation.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report that the receiver displayed initializing screen without manual restart on (B)(6) 2015. At the time of contact, no injury or medical intervention was reported. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was externally visually inspected and no defect was found. Functional testing was performed and there was no failure detected. The device was determined to be operating within the required specifications without malfunction. A download of the receiver log was attempted but the receiver could not turn on. The receiver case was opened for further evaluation. An interior inspection found the moisture detection sticker activated. Due to moisture damage, the reported event of the receiver displaying the initializing screen without a manual restart was not confirmed. A root cause could not be determined.